Event description:
It was reported that the customer's blood glucose (bg) was recorded as high. Cause was not known. Customer changed the infusion set and delivered multiple boluses via the pump; however, elevated bg continued. Customer went to the emergency room and was admitted to the hospital. Ketone levels were 1.4-3 mmol/l. Customer was treated with intravenous insulin and saline. Elevated bg and ketones resolved with no injury. Customer was discharged from the hospital the next day at noon. There was no reported damage to the soft cannula infusion set. The customer was a new user of this type of infusion set. Pump system check with technical support found no issues with the pump.